Manufacturer narrative:
Zimmer biomet complaint number (B)(4).   Patient weight unknown / not provided. Implant date unknown / not provided . Explant date unknown / not provided . Last name unknown / not provided. PMA/510k k011028, k013227.

Event description:
It was reported by customer that the implant was removed due to damage drive feature. Hex kept slipping. Removed implant and placed another one. Customer used another device to complete the procedure. No symptoms was reported. Per does not report if patient will return for additional appointment tooth#20.

Manufacturer narrative:
An impl tapered scr-v ha 3.7 mm 3.5mm 10mm (tsvh10) was returned for investigation. Visual inspection of the as returned product identified worn markings and damage drive feature. No pre-existing conditions were noted on the per. The reported device location was #20 and length of usage is unknown. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1249344). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1249344) for similar event and no other complaint was identified. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.